Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that an infusor sv 2 was leaking during filling. The device was being filled with 15.2 milliliters of 5% dextrose in water, when the solution began to leak from the fill port. When the fill port was capped, solution continued to leak from the proximal end of the delivery tubing. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of a backflow from the filling port. The root cause could not be determined. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot. A follow up report will be submitted if additional information becomes available.